Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarms no delivery during bolus attempts the customer's blood glucose reading was 288 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. Customer also indicated that the cannula was curved. The customer tried with another reservoir and insulin exited the tubing and indicated that changing the reservoir resolved the issue. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.